Manufacturer narrative:
The insulin pump was received with blank display due to cracked bleeding lcd glass. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ink blots seen inside the display screen after the customer had dropped it. The blood glucose reading was 9.2 mmol/l. The caller stated that it was difficult to see the numbers on the display. Advised replacement of the insulin pump. Nothing further reported.